Event description:
Additional information reported on the right cheek, the skinvive¿ by juvéderm® seemed like it migrated together along the jawline forming a 2cm long line, there were also some nodules. Left cheek there was a 1.5cm nodule and it appeared like cellulitis. It was more angry, tender, red, hot compared to the right cheek. Notably, not every site of injection was having a reaction. Treated with hylanex and prescribed her ciprofloxacin 500bid for 10 days. Nodules are down significantly, but the largest nodule in the left cheek was still visible and it was treated with another round of hylanex. The line of skinvive in the right jawline had gone down significantly but not completely, patient could still feel it. A little hylanex was injected there as well. Held off on steroid because of potential rebound symptoms.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, e1, h6, h10

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with skinvive¿ by juvéderm® once and then a second injection of skinvive¿ by juvéderm® 1 month later. Hcp reports the patient is experiencing lumps in the areas where the product was injected. Hcp states the lumps are on both inferior portions of the midface. Hcp states the one on the left is "large and red in color and is also hard and painful to touch". Hcp later reported the lumps are "swollen red" three weeks after initial symptom onset. This is the same event and the same patient reported under patient identifier (B)(6), (emdr-(B)(4). This emdr is being submitted for the suspect product, first injection of skinvive¿ by juvéderm®.